Event description:
The pump emitted several critical alarms. The pump log confirmed that several motor stalls and motor stall recoveries had occurred. The pt experienced 'abstinence reactions'. The pt was admitted to the hospital in 2009 with severe withdrawal. The pump was replaced. Afterward, the pt was doing 'fine'. The pt outcome was reported as 'no injury'. The pump was used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.